Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt 6 mm inferior. The surgeon was at the anterior portion of the orbit and the system displayed the probe in the middle of the maxillary sinus. This issue was found at the end of the case. There was no delay to the procedure and no impact on patient outcome. Technical services (ts) reviewed the archives and showed one computed tomography (CT) and one magnetic resonance imaging (mr) (40 slices) merged. The MRI included the whole head and neck. The model displayed a head strap on the patient and with tracing points under the skin and below the head strap with an error of 3.1 mm. Only a yellow zone of accuracy was seen around the sinuses.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs and archives were reviewed, but provided insufficient information. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.